Event description:
Pt was discharged on lantus and a regular insulin sliding scale. Pt's wife was instructed on when to check blood sugars and how to do the sliding scale. The wife was also trained on novofine auto-cover - retractable needles -. However, when the pt brought the prescription to his outpatient pharmacy he rec'd novofine disposable needles, which did not have the retractable shaft. Therefore, for about three days the pt was not receiving his insulin. During this time the wife stated that his blood sugars did not get too high, but that they were relatively well maintained through his diet. When the wife recognized that when the pt was injecting it was squirting out the sides and onto his skin instead. She then contacted the hosp and eventually the needles were replaced with the retractable needles the pt had been discharged with. This was an issue of being aware of different needle types and training the pt properly.